Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. When powered on led segments on the led digits display do not illuminate. The device was able to obtain spo2, pi and pulse rate readings. Internal inspection showed damage to the failed led segments on the instrument circuit board. The failed led segments on the instrument circuit board prevent the leds from illuminating. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the display is going out with missing segment lines. No patient impact or consequences were reported.